Event description:
Consumer's meter read 273mg/dl, and at the same time, the doctor's meter read 78mg/dl. Consumer has not been made ill or injured by readings, and did not receive treatment based on the readings. No controls were run. A request was made for return of the suspect device, and a replacement was sent.